Event description:
The customer reported a blank display. There was no report of any pt involvement or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.